Manufacturer narrative:
Upon further investigation of the patient samples, the customer's results could be duplicated. It was determined there were no interfering factors in the sample. The biotin concentrations in both samples were measured and concentrations of 193 ng/ml and 198 ng/ml were measured. The measured biotin concentration in both samples is above the threshold concentration of 70 ng/ml; as specified in the method sheet of the assay. As a consequence, the generated ft3 values are considered as marginally too high.

Manufacturer narrative:
The patient had the following relevant test data: on (B)(6) 2017, the patient had a tsh result of 1.890 iu/ml, a ft4 result of 1.46 ng/dl, and a ft3 result of 3.30 pg/ml. On (B)(6) 2017, the patient had a tsh result of 1.634 iu/ml, a ft4 result of 1.51 ng/dl, and a ft3 result of 3.47 pg/ml. On (B)(6) 2018, the patient had a tsh result of 0.879 iu/ml, a ft4 result of 1.24 ng/dl, and a ft3 result of 2.29 pg/ml. On (B)(6) 2018, the patient had a tsh result of 1.267 iu/ml, a ft4 result of 1.32 ng/dl, and a ft3 result of 2.83 pg/ml. On (B)(6) 2018, the patient had a tsh result of 0.126 iu/ml, a ft4 result of 2.81 ng/dl, and a ft3 result of 4.06 pg/ml. On (B)(6) 2019, the patient had a tsh result of 0.118 iu/ml, a ft4 result of 2.00 ng/dl, and a ft3 result of 4.11 pg/ml. On (B)(6) 2019, the patient had a tsh result of 0.094 iu/ml, a ft4 result of 1.77 ng/dl, and a ft3 result of 3.40 pg/ml. On (B)(6) 2020, the patient had a tsh result of 0.117 iu/ml, a ft4 result of 1.82 ng/dl, and a ft3 result of 3.79 pg/ml. On (B)(6) 2020, the patient had a tsh result of 0.091 iu/ml, a ft4 result of 1.70 ng/dl, and a ft3 result of 3.15 pg/ml. On (B)(6) 2020, the patient had a tsh result of 0.146 iu/ml, a ft4 result of 1.70 ng/dl, and a ft3 result of 3.72 pg/ml. Medwatch field d11 has been updated. - attachment: [pt-43256_pt-43257_pt-43258_pt-43259.pdf].

Manufacturer narrative:
This event occurred (B)(6). (B)(4).

Event description:
The initial reporter stated they received discrepant results for two samples from the same patient tested with thyroid assays on the cobas 6000 e 601 module and a cobas 8000 e 602 module used for investigation. One sample labeled "sample 2" had discrepant values for elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 iii assay when tested on both systems. The other sample labeled "sample 1" had discrepant values for tsh and the elecsys tsh assay version 2 (tshv2) when tested on the e 602 system. The values measured at the customer site were reported outside of the laboratory to a physician. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(4) for information related to the tsh assay, refer to the medwatch with patient identifier (B)(4) for information related to the tshv2 assay, and refer to the medwatch with patient identifier (B)(4) for information related to the ft4 assay. Refer to the attachment for all patient data. Values highlighted in yellow are erroneous. The sample labeled "sample 2" was measured at the customer site on (B)(6)2019. The sample labeled as "sample 1" was collected and tested on a different date at a different time, but this date/time is unknown. The samples were provided for investigation and tested on the e 602 analyzer. Tsh, ft3, and ft4 were tested on the e 602 for sample 2 on (B)(6) 2020. All testing for sample 1 was performed on the e 602 analyzer on (B)(6) 2020. For investigations, the sample was also tested with tsh on the e 602 analyzer before and after treatment with a heterophilic antibody blocking tube (hbt). The serial number of the customer's e 601 analyzer is (B)(4). The serial number of the e 602 analyzer used for investigation is (B)(4). Ft3 reagent lot number 425531, with an expiration date of august 2020 was used on this analyzer.